Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis. It was unknown if the patient was hospitalized for the event. The patient was treated with fortum 500mg/2l and reflin 1 gm/2l, for two weeks, for the peritonitis. On an unreported date, the patient recovered from the peritonitis. No additional information is available at this time.